Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis of the pump found pump/motor/feedthrough anomaly and shorting across the insulator. Analysis of the catheter found a user related hole in the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone 0.75 mg/ml at 0.37877 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s last refill was on (B)(6) 2015 and she was decreased by 30% at that time. The patient¿s low reservoir alarm date was (B)(6) 2015. The patient wanted to have the pump explanted, but would not go back to the implanter. The patient was concerned about what would happen when her pump ran dry. The pump was alarming for the elective replacement indicator (eri), which made sense based on the implant date. Physician listing information was requested. Additional information was received on 2015-jun-12, reported the patient was discharged from their health care provider (hcp) and their pump needed to be refilled. The patient¿s low reservoir alarm date was (B)(6) 2015, and the patient had been alarming. The patient had a single beep alarm due to eri that started in (B)(6) 2015. The patient went to the doctor in (B)(6) 2015 to check the catheter in the patient¿s pump because the pump was due to be replaced for longevity reasons on (B)(6) 2015 and the healthcare provider (hcp) wanted to make sure the catheter was working alright. The patient had a follow-up on (B)(6) 2015. The hcp gave her a list of doctors who did not do the pump and were also therapists. The single alarm turned to a dual alarm on the morning of (B)(6) 2015. Telemetry had not yet been performed. The patient had a change in therapy effect, had not been feeling good since (B)(6) 2015, and had flu like symptoms. The patient was on oral medications, but was being weaned off. No further complications were reported/anticipated or expected.